Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, their receiver displayed a failed transmitter error. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. The receiver data log was provided by the patient and reviewed. The data log confirmed the reported transmitter failure. A root cause cannot be determined.